Event description:
The caller reported an issue with a pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using different wall outlets, wall adapters, and charging cables, but these efforts were unsuccessful. Technical support decided to replace the pump, confirming that it was still under warranty and arranged for the return of the problematic pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.